Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer row d did not have any light emitting diodes illuminated. A field service engineer found that the tray was defective and replaced the half height row tray to resolve the issue. The system functioned as intended after the field service engineer repaired the device.